Manufacturer narrative:
The device is not available for analysis.this report is filed november 29, 2013.

Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2013, to remove the abutments and close the implant site due to chronic infections caused by a lack of hygiene.